Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels ranging from 250 to 350 mg/dl with large ketones. The customer changed supplies and delivered a manual injection and boluses via the pump. Subsequently, the customer was transported to the emergency room (ER) via ambulance. Insulin drip was administered. The customer remained in the ER for 26 hours. Subsequently, the customer was hospitalized for diabetic ketoacidosis (dka). Insulin drip and magnesium were administered. A system check was performed by tandem technical support and the time on the pump was incorrect. The customer adjusted the time. Additionally, it was reported that the healthcare provider identified the insulin the customer was using in the pump to be a "bad batch" of insulin and the customer believed this to be the suspected cause of the elevated bg levels. The customer was discharged on (B)(6) 2017.